Manufacturer narrative:
Unable to confirm serial number. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported an intermittent loss of telemetry hospital wide where after every 4 to 6 hours they lost all telemetry monitoring. The network was in use monitoring multiple telemetry patients. There was no adverse event reported.